Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex contour profile high 350cc saline prosthesis, catalog #3542712, lot #137204. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor siltex contour profile high 350cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The failure analysis lab completed their investigation of the returned product on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor siltex contour profile high 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the patch. Microscopic examination of the edges of the rent gave no indications as to the cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of the root cause. At this point, it is not possible to determine the etiology of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/9/2018. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was also performed. The device history record (DHR) of lot number 252190 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).